Event description:
The date of the event is unknown. It was reported that leaking and a hole in the tubing set was observed at an unspecified location. No pt harm was reported. No other details of pt or event were available.

Manufacturer narrative:
(B) (4). (B) (4).